Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the dr board operational amplifier; it was verified that the product was manufactured prior to implementation of a circuit design change to the operational amplifier.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board (patient board set).

Event description:
A user facility reported to olympus that no image was present when using olympus series 180 scopes with the subject device. The problem, as reported to olympus, was found during preparation for use. The intended procedure was completed without delay using another device. There was no patient injury, associated with the problem, reported to olympus.